Event description:
Epidermal burns, v, l, and square shaped, on the forehead and cheeks. Physician used ice and topical steroids immediately post treatment and topical steroids were given for application at home. Four weeks later, pt had two small pitted scars on right cheek. Unknown whether they will resolve with time.